Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2014 - the patient was diagnosed with stage iii pelvic organ prolapse and stress urinary incontinence. The patient underwent a da vinci-assisted sacral colpopexy with implant of a davol soft mesh, tension-free vaginal taping with non-bard davol tvt, posterior repair, perineorrhaphy and cystoscopy. On (B)(6) 2015 - the patient underwent an exam under anesthesia, cystoscopy, davol soft mesh excision and repair. Per operative dictation "on further inspection, vaginal mesh (bard davol soft) was noted to be eroding through the vaginal wall."